Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. During the preparation of a 10x60x75 epic¿ stent after opening the package, it was noted that the tip of the device was already deployed even with the safety lock on the handle still in locked condition. Also, the heat indicator attached to the outer box has not turned red. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed. The stent was inadvertently deployed approximately .5cm from the marker band. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. During the preparation of a 10x60x75 epic¿ stent after opening the package, it was noted that the tip of the device was already deployed even with the safety lock on the handle still in locked condition. Also, the heat indicator attached to the outer box has not turned red. No patient complications were reported.